Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged, and the pins were bent, preventing the electrode belt from securely connecting to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor or electrode belt. Manufacture dates: monitor:10/25/2013. Belt: 12/29/2010.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the monitor had a damaged case, and the electrode belt had a damaged connector.